Manufacturer narrative:
H6: updated device code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal infumorph (unknown concentration and dose) via an implanted pump for spinal pain. It was reported that the patient had a refill on (B)(6) 2024 and that was the first interaction with the version two software of the physician programmer. The caller stated the empty reservoir and low reservoir alarms were occurring. The caller stated the healthcare provider (hcp) did a refill and updated the pump and patient was discharged and since that time the critical alarm continues to occur. The caller checked the pump logs and no new alarm logs only the previous low reservoir alarm and empty reservoir alarm. Technical services (ts) had caller use the workflow guide off and entered a note and updated the pump. The pump was reinterrogated and there was no active alarm tab available. They discussed waiting and seeing if the critical alarm audibly sounded and to call back as needed.